Event description:
Drill became hot and burned the patient's lip. Central processing department came to or and removed the drill to be returned to stryker. Surgeon placed synalar 0.025 (medication) on the affected site.